Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d4 (B)(6) is serial number, the initial was inadvertently filled in lot number, d9, e2, e3, g3 of the initial medwatch. The aware date should be 18-mar-2024. The device was evaluated by a third-party distributor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the suggested event occured due to excessive force applied on the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's objective and rod lenses were damaged. There were no reports of patient involvement.